Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Reportedly, the dragonfly opstar imaging catheter was successfully used during the procedure with resistance felt during advancement. During removal, the catheter was found became twisted and entangled in the guidewire. Another dragonfly imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to advance, material twisted/bent, and difficulty to remove the catheter appear to be related to operational context. In this case, it is likely that the patient¿s anatomical conditions (heavy tortuosity) caused the reported difficulty to advance, which caused damage to the catheter and guidewire and resulted in the reported difficulty to remove the catheter from the guidewire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B6: corrected relevant test/laboratory data date.